Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Based on the results of our investigation, the root cause of the complaint is confirmed not related to our product or process. Received actual sample showed a piece of catheter assembly wherein trace of v-shape puncture was observed on the catheter tube near to the tip of caulking pin. The puncture was observed coming from the inside portion of catheter tube.

Manufacturer narrative:
Patient identifier - unknown. Age & date of birth - unknown. Patient sex - unknown. Weight - unknown. Ethnicity - unknown. Race - unknown. Lot number: 200701se, 200730se, 200901se, and 201201se. Expiration date - june 2025, june 2025, august 2025, and november 2025. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter phone number - unknown. Initial reporter occupation: health professional: doctor. Device manufacture date - 01july2020, 30july2020, 01september2020, and 01december2020. Investigation findings - (B)(4) is based on the evaluation of retention samples. The actual device has been returned for evaluation. Based on the results of our investigation, the root cause of the complaint is confirmed not related to our product or process. Reference photos from tc showed a piece of catheter assembly wherein trace of v-shape puncture was observed on the middle portion of catheter tube which was covered by hub. The puncture was observed coming from the inside portion of catheter tube. Lot history files of the complaint lot were checked and no related nonconformity or irregularity was noted. Similarly, retention samples were visually in good condition and passed the leakage test. Production process and method were checked wherein result showed no process or machine parts has direct contact to catheter tube similar to the complaint. Also, no sharp object that might pierced/punctured the catheter tube similar to the condition of actual sample. We have 2 stages of 100% visual inspection wherein defects related to the complaint can be easily detected during these processes. Also, this process has no method/procedure of opening of products during inspection. Defective products are immediately disposed and rejected. Moreover, based on verification at needle and catheter assembly station, the needle insertion process mechanism will not induce hole on catheter tube similar to the complaint. Furthermore, qc conducts visual and functional inspection to check product quality prior shipment. All samples passed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported when the user connected an infusion set after a secured route, he/she observed blood leakage from the root of the catheter (tip of catheter hub). The user removed the needle and checked the product, then he/she confirmed leakage form the root of catheter and changed to a new one. There was no patient impact or medical/surgical intervention required. Additional information was received on 17june2021: the leakage was noticed during infusion of medicine, the user noticed just after connected an infusion bag. The sample was once rinsed off and tested for leakage by the customer. An accurate duration time was not provided. However, it was assumed that it happened within 10 minutes, since the reporter was saying the user noticed when he/she connected an infusion bag. There was no immediate impact or health hazard was reported. Additional information was received on 24june2021: the operator of the device did not sense any resistance or difficulty during insertion of the IV catheter and removal of the needle from catheter. It was same as usual. Until he/she found leakage when he checked the blood backflow after secured the access, he/she had not sensed/encountered any irregularity at all.